Event description:
Follow up attempts were unsuccessful. There is no further information regarding this event,

Event description:
It was reported that on two separate occasions, the patient experienced dizziness. The patient noted that the device got real hot, but then it cooled down. Follow-up attempts to acquire additional information from the clinic are in progress, but no information has been received at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 457445 implantable pacing lead 2103 (B)(6); 407452 implantable pacing lead 2103 (B)(6). (B)(4).